Manufacturer narrative:
At this time, covidien/medtronic has not received the suspect device/component from the customer for evaluation. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, an 840 ventilator was not functioning on alternating current (ac). The ventilator was not in use on a patient at the time the malfunction occurred. The reported complaint could not be confirmed without the product return. In the event the device is received for evaluation or additional information is received a follow-up report will be submitted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that an 840 ventilator was not functioning on alternating current (ac); the circuit breaker was immediately triggered. The ventilator was not in use on a patient at the time of the event. A service engineer (se) inspected the device and replaced the power supply. The unit passed testing and operated within the manufacturing specifications.